Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade ii. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, crease fold, wear abrasion, part of the shell is missing. A microscopic analysis was performed which identify sharp edge broken assessed as unidentified tear broken. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as unidentified (tear) opening. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade ii. The device has been explanted.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade ii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d9, h3, h6 (device not returned).

Event description:
Healthcare professional reported, right side rupture. And capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade ii. Patient's representative additionally reported silicone migration, granuloma, anxiety, depression, and lymphadenopathy. Patient's representative also reported autoimmune/connective tissue disorder which is not device related. The device has been explanted.